Event description:
It was reported that the external pulse generator (epg) was in use during a surgery and appeared to be pacing on the t wave, possibly due to undersensing. The patient experienced ventricular tachycardia/fibrillation and was sent to the intensive care unit. The status of the epg is unknown. No further patient complications have been reported as a result of this event.